Event description:
Arterial hemodialysis fistula needle set had a hole in the tubing. This caused air to be sucked into the extracorporeal circuit. There was also leak of pt's blood through the hole to the exterior, and a direct path for potential organisms to enter the bloodstream. Dates of use: (B)(6) 2018. Diagnosis or reason for use: hemodialysis.